Event description:
It was reported that the patient passed away and the cause was not known. There was no indication from a healthcare professional that an abbott device caused or contributed to the patient's death. Further information was requested, but has not been received. No records from the day of the patients death were provided, however, records were reviewed from the device from 20 aug 2022 and 26 aug 2022 by abbott technical support. No device anomalies were observed.

Event description:
Additional information was received that the patient's cause of death was ventricular fibrillation. The physician does not allege the device caused or contributed to the patients death.

Manufacturer narrative:
The device was received with a battery voltage of 3.01 v. The device image was saved successfully. After all electrical tests performed, including thermal and mechanical stress testing the device exhibits normal characteristics with battery level 3.01 v. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.